Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure to replace the ipg, the newly implanted ipg would not communicate. While the surgeon was removing the lead (with electrocautery), the ipg did not enter surgery mode and would not connect. The ipg was removed and a new ipg was placed. The new ipg connected without any issues. Effective therapy was established.

Manufacturer narrative:
Device code has been updated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.